Manufacturer narrative:
Additional manufacturer narrative: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the surgeon explanted a 29mm mitral valve after an implant duration of approximately 9 years and 8 months. There has been no information regarding the condition of the valve at explant and there is no information as to device availability for return. Without return of the device or additional information from the health care provider, we are unable to confirm the clinical comments made by the health care provider.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the family to edwards implant patient registry that a model 29mm mitral pericardial valve was explanted after an implant duration of 9 years and 8 months and replaced with a 29mm model 7300tfx mitral pericardial valve. No additional information was provided on root cause and device current location.

Event description:
Through follow up with the health care provider, it was learned this device was explanted due to mitral insufficiency. The patient is reported as "well" and was discharge from the hospital.

Manufacturer narrative:
Method: device not received. Additional manufacturer narrative: the initial information was sent by the family of the patient. Through follow up with the health care provider, only the model, serial number and size of the replacement device has been provided. It remains unknown if this device is available for return and evaluation. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. In this case, the patient was implanted with the initial pericardial valve at the age of 10. Implant of a pericardial valve at a young age could be a contributing factor towards early failure of a pericardial bioprosthesis. It is unknown if this patient had any other contributing factors. Attempts to get additional information or return of the device for evaluation have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. However, in the event information becomes available, a supplemental report will be submitted.